Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. Customer stated the display did not return to normal. Customer's blood glucose level was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and self test. Insulin pump was tested with no missing segments/partial display noted.